Event description:
It was reported that the speaker is malfunctioning. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The philips authorized repair facility results of functional testing indicate that the speaker produced no sound, and the speaker was defective. The bench repair technician (brt) replaced the (453564238621 ms_x2 assy cbl x2/mp2 speaker assembly) to resolve the issue. A good faith effort (gfe) conducted could not confirm if there was sound on the device; observed or reported by the customer at the time of the event. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed and based on the global decision tree this event was deemed reportable for a confirmed loss of audio poses a potential safety risk, as there is no audible tone to alert the user of the failure, or the clinical staff could possibly not recognize a critical patient alarm. If this malfunction were to recur it could potentially lead to a delay in treatment with a potential for harm. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.